Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the adc freestyle libre sensor was reported via social media. The customer obtained an unspecified low sensor scan and experienced symptoms described as "fruity mouth", lethargy, stomach ache, headache, sleepiness, and was taken to the hospital. Customer was diagnosed with diabetic ketoacidosis and treated with insulin drip. It was also reported that customer obtained sensor readings of 131 mg/dl and 167 mg/dl as compared to readings of 226 mg/dl and 266 mg/dl obtained on the hcp meter. No further treatment was reported. There was no report of death or permanent injury associated with this event.